Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the gallbladder to treat pancreatic cancer during a biliary drainage procedure performed on (B)(6) 2025. During the procedure, the stent's first flange was unable to expand. Consequently, the rest of the stent deployed inappropriately. The stent was removed still attached to the delivery system, and the procedure was completed with another axios stent. The patient was observed to have a small amount of bile at the puncture site. The patient remained hospitalized for a few days and progressed well without complications. The patient's condition at the conclusion of the procedure was reported to be good. Note: a photo of the complaint device was provided showing that the stent's first flange was unable to expand, and the stent remained in the delivery system.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand and the risk of leakage post-puncture that required additional device to address the axios puncture site. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received fully deployed and expanded. Visual inspection found that the inner sheath was kinked. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of stent failure to expand as the stent was received fully expanded. The observed event of inner sheath kinked was most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, perforation is noted within the IFU as a potential adverse event associated with the use of the device. Therefore, taking all available information into consideration, the overall root cause of the reported event is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand and the risk of leakage post-puncture that required additional device to address the axios puncture site.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the gallbladder to treat pancreatic cancer during a biliary drainage procedure performed on (B)(6) 2025. During the procedure, the stent's first flange was unable to expand. Consequently, the rest of the stent deployed inappropriately. The stent was removed still attached to the delivery system, and the procedure was completed with another axios stent. Reportedly, the physician observed a small amount of bile pouring out of the puncture site. The patient remained hospitalized for a few days and progressed well without complications. The patient's condition at the conclusion of the procedure was reported to be good. Note: a photo of the complaint device was provided showing that the stent's first flange was unable to expand, and the stent remained in the delivery system.